Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor resistor damaged by moisture. Moisture damage also found at the motor assembly. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, reservoir tube, reservoir tube lip and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)